Event description:
It was reported that the pump cannot start up with air in line and had a downstream occlusion damaged. There was no patient involvement.

Manufacturer narrative:
B3 unknown. One device was returned for repair. This device has not been services in the past 12 months. Visual evaluation of device found a peeling downstream occlusion (dso) seal. Primary problem of air detector not detecting when cassette is attached was replicated, caused by faulty wiring in the air detector. Replaced the air detector to correct the reported problem and the dso seal. Device passed all functional tests after repair.